Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra aortic balloon pump (iabp) would not pass autofill leak test. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) would not pass autofill while performing preventive maintenance. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional info: contact person(name: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "autofill failure" issue while performing preventive maintenance. A getinge field service engineer (fse) able to confirm the issue and found that k10 on the pneumatic module would not pass the leak tests. Fse replaced the pneumatic module assembly (d997-00-1178) to rectify the issue and battery (d146-00-0146) per schedule. Fse was able to complete the testing with no further issues, returned the unit to use. No patient involvement was there.